Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-06768. Correction: this MDR is being submitted to correct the expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint pr.(B)(4) has been evaluated. The batch 6003524 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code leakage from infusion site (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR): the lot 6003524 was manufactured according to the wi version 108 manufactured in the line 3, on 08/oct/2023, with a total of (B)(4) units. Non-conformance (nc) 1755528 discrepancy between the instructions for use (IFU) implemented vs the initial scope and impact assessment of the ccr for autosoft xc and wombat. Not related to the malfunction reported on this complaint. The review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements, no maintenance events were recorded. Trending: a query was run in database on (B)(6) 2025 against malfunction code and lot 6003524 and no other complaint has been registered in database for the same lot 6003524 and malfunction code. Conclusion summary of the related event: as a result of the following: no harm reportable, no defect on tests returned samples, no other complaint received on the lot in question and malfunction code, no further actions are required, nc raised not related to this complaint. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set leak events on (B)(6) 2024. The infusion sets were in use for 18 hours. The leak was at the site. The blood glucose level was 400 mg/dl. The patient replaced infusion set and resumed insulin successfully no further information available.

Manufacturer narrative:
Initial and final MDR 1881890 - device 3 of 4.